Manufacturer narrative:
Manufacturing records were reviewed. All process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. No deviation or non-conformance (ncr) related to the customer claim was generated. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a physician implanted a tecnis z9002 intraocular lens (iol). Once implanted the surgeon viewed the lens with a microscope and noticed a ''spot''. He enlarged the incision and removed the iol.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual examination at 10x microscope magnification revealed that the lens had a crack on the optic, near one of the haptics position that could be related with the handling of the unit during the explants process. A few surface residuals on the lens were observed, compatible with the handling the lens in a non-sterile environment. No defects related to manufacturing process were found in the sample returned. There was no ''spot'' identified. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). Female. Right eye was affected. Patient is reported to be doing fine. All pertinent information available to the manufacturer has been submitted. Placeholder.